Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter as well as scale marking issues with a bd syringe 1ml st bulk convenience pak, this was discovered before use. The following information was provided by the initial reporter: material no. 309701, batch no. 8274580. (2 of 2). It was reported that there was issues with the 1 ml bd syringes slip tip tray. Six were found with different types of contaminants, and one was found with a scale marking issue. Additional information provided by reporter: a brownish foreign matter (dirt) noticed on the plunger of 1ml syringe. This was detected upon opening the tray prior to using for filling. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect. -please note that all of the issues were detected prior to filling products into them so no patient safety was affected.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that there was foreign matter as well as scale marking issues with a bd syringe 1ml st bulk convenience pak, this was discovered before use. The following information was provided by the initial reporter: material no. 309701, batch no. 8274580 (2 of 2). It was reported that there was issues with the 1 ml bd syringes slip tip tray. Six were found with different types of contaminants, and one was found with a scale marking issue. Additional information provided by reporter: a brownish foreign matter (dirt) noticed on the plunger of 1ml syringe. This was detected upon opening the tray prior to using for filling. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect. Please note that all of the issues were detected prior to filling products into them so no patient safety was affected.